Manufacturer narrative:
(B)(6).

Event description:
It was reported that after t1 was implanted, t2 fell off. Ts were removed from the patient. There was a backup device available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after t1 was implanted, t2 fell off.¿ t1 showed no sign of being implanted and removed. The device was returned with t1, t2 and suture freed from the device. The device had been cycled previously. Testing cycled and actuated the device as expected. There was no sign of damage or aggressive use. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent incompatible flexing, twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. No root cause related to the manufacture of the device was confirmed.